Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient reported that while using the g6 app, the phone and the receiver lagged. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.